Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received questionably low results for approximately 5 patient samples tested for chol2 cholesterol gen.2 (chol) on a c702 analyzer. Of the five samples, one had an erroneous chol result that was reported outside of the laboratory. The sample initially resulted as 19.3 mg/dl and this value was reported outside of the laboratory. The error was found when the sample was repeated on (B)(6) 2016, resulting as 216.2 mg/dl. The patient was not adversely affected. The chol reagent log number was 160578, with an expiration date of 03/31/2017. During investigations, it was noted upon review of the data that there was a possibility that a smaller sample volume was ejected into the cuvette during the initial run. It was advised to check the sample probe for potential blockages caused by issues with pre-analytic sample handling. The field service engineer flushed the reagent syringes with bleach and cleaned valves behind the syringe block. After these actions, the gear pump pressure rose, indicating a change. The gear pump pressure was also corrected. The issue was reported to be solved after the actions performed by the field service engineer.